Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found the fluidic system was contaminated or underpressured. The fse replaced the sample probe, gear pump head, degassers, and the k and na electrodes. Afterward, the system operated with no issues. Calibration was last performed on 03-nov-2023 with acceptable results. The qc data provided appeared to be acceptable. "Ise noise", "voltage level", and "reagent volume short" errors were observed on the alarm trace data from the day of the event. Sample probe and "sample clot detection" errors were also observed. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for na electrode (na) on a cobas 8000 ise 1800 module. The initial na result was reportedly 123 mmol/l. The repeat result was reportedly 141 mmol/l. The repeat result was reportedly believed to be correct.